Event description:
Info received indicates one of the beds siderails will not latch.

Manufacturer narrative:
The hill-rom technician investigated and found a sticky substance on the latch mechanism, which did not allow the siderail to latch. The technician cleaned the siderail latch to repair the bed.